Event description:
A customer's family member reported high readings on their pt freestyle flash meter. They stated that after administering insulin based on their readings, they experienced symptoms of blurred vision, drowsiness and lethargy. The customer's family member stated that they didn't know how to set the meters code. They were instructed how to do so. The customer's product has been requested for eval.